Event description:
Acute episode of abdominal distention with desaturation and progressed to agonal respirations. Intubated and made npo, surgery consulted. Kub done initially and then ultrasound performed. Ultrasound revealed an intra-parenchymal lesion in the right hepatic lobe.